Manufacturer narrative:
Physio-control found some batteries in the customer's supply that was beyond the 2 year replacement age recommended in the product manual, the customer was unsure of which batterie were in the unit at the time of the event. Batteries beyond their recommended life may have contributed to the alleged event, however this could not be confirmed.

Event description:
The customer contacted physio-control to report that their device powered off by itself while monitoring a patient. This issue is patient related; however there was no adverse patient outcome reported.

Manufacturer narrative:
Physio-control has reported all information available at this time. Patient and initial physio-control evaluated the customer¿s device but was unable to duplicate the reported issue. Physio replaced the batteries pins in the device as a preventative measure. After observing proper device operation through functional and performance testing the device was returned to the customer for use. Physio downloaded the electronic records from the customer¿s device and was able to confirm that their device experienced inappropriate loss of power. The cause of the reported issue could not be conclusively determined.

Event description:
The customer contacted physio-control to report that their device powered off by itself while monitoring a patient. This issue is patient related; however there was no adverse patient outcome reported.